Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
The consumer reported the pain stimulation device was removed due to infection. No device issues were alleged. No outcome was reported regarding this event. Follow-up is being conducted to determine this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.